Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient's mother reported a site reaction to the doctor and an antibiotic was used to treat the infection. The pod was worn longer than 48 hours. The pod was deactivated and she indicated the red spot grew 5 inches in diameter after a day. The site was warm to the touch and painful.